Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 2 devices were not available to stryker for evaluation. There were no remedial actions taken on these devices. These devices are not labeled for single-use. Device scrapped by customer.

Event description:
This report summarizes 2 malfunction events in which the device overheated. 2 reported events had no patient involvement; no patient impact.